Manufacturer narrative:
Previous pump exchange was addressed in MFR # 0002916596-2014-01895. The patient's subdural hematoma was captured under MFR# 2916596-2018-00186 age of device: 3 years, 12 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that patient had elevated lactate dehydrogenase (ldh) which continued to rise. Patient also presented symptoms such as dark urine. It was reported that patient was placed on IV heparin. Inr was in therapeutic range prior to presentation. Patient had a 2 week interruption of anticoagulation at the end of december/ early (B)(6) for spontaneous subdural hematoma (sdh). Ramp study was not performed. Patient was on acetylsalicylic acid (asa) 325 and warfarin. Medication such as, persantine was stopped in the beginning of (B)(6)secondary to spontaneous subdural hemorrhage. It was reported that patient underwent a pump exchange on (B)(6) 2018. Patient was discharged to subacute rehabilitation and planned to return home. No further information was provided.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported ldh elevation and suspected thrombus could not be conclusively determined through this evaluation. The evaluation of the device did not reveal any device related issues. The pump was returned disassembled with the driveline severed approximately 8¿ from the pump housing and the remaining distal portion was also returned. The sealed inflow and outflow conduits were not returned. The outlet elbow was returned detached from the pump¿s outlet port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas instructions for use (IFU) lists hemolysis and thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.